Manufacturer narrative:
Analysis revealed no significant anomalies with pump.

Manufacturer narrative:
Main component of the system and other applicable components are: concomitant product: product ID neu_unknown_prog, product type programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in finland who was receiving lioresal (unknown dose and concentration). The implant date was unable to be obtained. The event occurred during device follow-up. The event date was (B)(6) 2016. The pump stopped before it had reached elective replacement indicator (eri). The product remain implanted but was out of service, however it was also reported that surgical intervention occurred, the physician had emailed the manufacturing representative indicating that routine pump replacement was done and before that they had noticed that the pump was already stopped. Eri was supposed to be (B)(6) 2016. No symptoms were mentioned. The pump was to be sent back for investigation. At the time of this report the issue was resolved and patient status was alive ¿ no injury. Additional information was received from a healthcare provider (hcp) via a company representative. The concentration of lioresal was 2mg/ml and the dose was unavailable. The pump was replaced; the patient was supposed to have a routine replacement but when the patient arrived, they noticed the pump was already stopped. Per the representative, the doctor had used the word eri but they thought he doctor meant eos (end of service), the patient had been referred for a routine replacement. The pump was stopped on (B)(6) 2016. Explant date was (B)(6) 2016. The patient experienced increased spasticity due to the pump stopping. The pump was replaced on (B)(6) 2016. Patient outcome was unavailable. Additional information clarified the elective replacement indicator (eri) should be (B)(6) 2016 but had already stopped on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.